Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure (patient age, sex, and weight are unknown). During the procedure, as the guide catheter retracted for stent deployment, the guide catheter broke in two within the push catheter and the stent was not deployed. The device was removed from the patient and the procedure was completed with another flexima biliary stent system. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure (patient age, sex, and weight are unknown). During the procedure, as the guide catheter retracted for stent deployment, the guide catheter broke in two within the push catheter and the stent was not deployed. The device was removed from the patient and the procedure was completed with another flexima biliary stent system. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
A visual evaluation of the returned device working length of the push catheter was kinked. The guide catheter was stretched and broken into five (5) pieces. The distal end of the guide catheter contained kinks/bends (suture impression). The suture was detached from the push catheter. The stent was separated from the delivery system and was slightly bent/kinked. The luer-lock piece of the tuohy borst was not returned for analysis. A function evaluation revealed the stent deployed without any issues. The guide catheter was removed from the delivery system and no other damages were observed. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.